Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still in progress.

Event description:
It was reported that the device failed dso calibration. There was no patient involvement.

Manufacturer narrative:
Updated : e1 - initial reporter region state. One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal and sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failed (dso)downstream occlusion calibration. The downstream occlusion seal, sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.